Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. (B)(4).

Event description:
Customer reported that a patient with anti-d failed to react with vra148 when tested in the mts gel system. Initial antibody screen was positive (1+). No erroneous results were reported.